Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin intraperitoneally (ip) (2g, frequency and duration not reported), ceftazidime ip (1g daily for five days), imipenem intravenously (500 mg daily for five days) and fluconazole orally (50mg per day, duration not reported) for the peritonitis. Eight days after onset, the patient was discharged from the hospital. At the time of this report, treatments with vancomycin and fluconazole were ongoing and the patient was recovering from the peritonitis event. Peritoneal dialysis therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Twenty two days after onset, the patient discontinued treatment with vancomycin and fluconazole. On the same day, the peritonitis was resolved and the patient was fully recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.